Event description:
It was reported that the right atrial lead had a possible lead fracture. The impedance was high and fluctuating, and the lead was also oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.